Manufacturer narrative:
Ventilator tested within specifications and functioned normally after the event at the users facility on (B)(6) 2019. The patient death was most likely caused by pre-existing medical conditions, which included obesity, having copd, and lung cancer, independent of the ventilator. The ventilator does not have a data card which records the ventilator settings at the time of the event. The coroner was provided with a copy of the test report that shows the ventilator was inspected and determined as operating normally and to specifications.

Event description:
It was reported by coroner that a female patient died of cardiac arrest and was on an ahp300-y transport ventilator.